Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced foreign matter contamination. The following information was provided by the initial reporter: there was a plastic piece in the barrel.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced foreign matter contamination. The following information was provided by the initial reporter: there was a plastic piece in the barrel.

Manufacturer narrative:
H6: investigation summary; no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.